Manufacturer narrative:
The reported event for set screw issue was confirmed. Analysis confirmed that the set screw for port 1-8 was fully disengaged from the channel block. This is consistent with the set screw being backed out beyond its limits during the procedure. The clinician¿s manual provides sufficient instruction on how to connect the lead or extension into the header.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician was unable to tighten a set screw on an ipg during a procedure. In turn, the device was explanted and replace to complete the procedure and address the issue.